Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator pressure transducer test failed during pre-use check. The provided logs confirm the failure. Our field service engineer investigated the reported ventilator on site. The pressure transducer printed circuit board (pcb) was replaced to resolve the issue, and sent back for investigation. The returned pressure transducer pcb has been tested in a reference ventilator. The pressure transducer test failure could not be reproduce during the pre-use check. During a simulated use test of the received pressure transducer pcb, ventilation was performed for longer period and alarm appears after approximately 7 hours ventilation. Alarm: peep low (positive end-expiratory pressure low); alarm: respiratory rate high). A microscopic investigation of the defective pressure sensor shows that the membrane inside the sensor's cavity was clean and without any damage. Signs of repairing or attempt of repairing are clearly visible on the sensor printed circuit board: the sensor soldering appearance is not of quality standard met at delivery. Heating and burning marks are visible on printed circuit board in proximity of pressure sensor. (See attached pictures) please note that soldering off components from the pcb will count as a modification and it will cease the warranty. Servicing guidelines: regular service: the ventilator system must be serviced at regular intervals by personnel who have received authorization and specialized training by the manufacturer. Complete service records: all service performed on the ventilator system must be recorded in a service log in accordance with hospital procedures and local and national regulations.   Disclaimers non-professional servicing: the manufacturer has no responsibility for the safe operation of the ventilator system if installation, service or repairs are performed by persons other than those authorized by the manufacturer.   Safety guidelines: general: do not modify or remove any original parts. Only accessories, supplies, and auxiliary equipment recommended by the manufacturer should be used with the ventilator system. Use of any other accessories, spare parts or auxiliary equipment may cause degraded system performance and safety. Service, repair and installation must only be performed by personnel authorized by the manufacturer. Our investigation has concluded that the reported problem is due to a broken pressure sensor on the pressure transducer pcb. The cause of the broken pressure sensor has not been determined. The pressure transducer pc board is a part of the measuring of the pressure in the ventilator and a faulty pressure transducer may lead to inaccuracy in pressure measurement which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).